Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment for the event was not reported. The outcome of the peritonitis event was unknown. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this report was received from a nurse via the baxter patient support program (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.